Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a battery-failure alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the customer reported that no damage to the battery compartment. The customer was advised that the insulin pump would be replaced and instructed customer to discontinue pump use and revert to back up plan as per health care professional's instructions. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer response was that the device would be returned.

Manufacturer narrative:
Sc1-cap locked in place properly during testing. Proceeded by using original battery cap and a new battery. Unit powered up properly after battery installation. However, menus were not navigable due to unresponsive buttons. Unable to perform sleep current measurement test, active current measurement test, and self-test. Unit was unable to be downloaded using thump software due to unresponsive buttons. Due to no unit download, unable to generate power graph or test for customer's alleged failed battery test anomaly. Unit was cut open and a visual inspection of connectors and electronic stack was performed. Per visual inspection, all connectors including the battery flex connector were plugged in properly. However, corrosion was found on electronic assembly, including on internal battery connector and pcb1. No flattened domes were noted on keypad assembly. Unit was received with the following cosmetic damages: cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer's alleged failed battery test was unknown due to unit being received with unresponsive buttons, preventing further testing and unit download. Due to corrosion found on electronic assembly, isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.